Event description:
It was reported that a plate was found bent and three screws were found to have broken eleven weeks after surgery. The bent plate and broken screws were removed during a revision lapidus procedure. The procedure was completed successfully with no surgical time delay. This report is for 3 unknown screw. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for 3 unknown screw device. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.